Event description:
It was reported that the patient heard multiple patient alert tones from the device. It was found that the right ventricular (rv) lead impedance has slowly increased over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that there were three patient alerts for out of tolerance sub-threshold lead impedance between (B)(6) 2011 and (B)(6) 2011. The weekly pace lead impedance trend data shows a gradual increase for minimum and maximum ventricular pace bi impedance = 703 to 2033 ohms peak between (B)(6) 2010 and (B)(6)2011.